Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video assisted thoracoscopic surgery, the three devices were not able to fire. The surgeon was able to press the green button, but was not able to squeeze the handle. The tissue was held in the jaws, but could not be fired. A new device was used to complete the case. There was no patient injury.